Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B34500-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included abdominal pain, c-section, right lower quadrant pain, endometrial biopsy, dysfunctional uterine bleeding, hypertension, pelvic adhesions, nausea and rectal bleeding. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), emotional distress ("emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection/cystitis"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), uterine haemorrhage (seriousness criterion medically significant), back pain ("back pain") and trichomoniasis ("trichomonas vaginalis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, emotional distress, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, vaginal discharge, uterine haemorrhage, back pain and trichomoniasis outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, emotional distress, genital haemorrhage, menorrhagia, pelvic pain, trichomoniasis, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2015. Discrepancy was noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: done. In insertion details on (B)(6) 2013: the essure device was inserted into the right tubal ostia first in the usual sterile fashion, seven coils were seen at the end of removal of the cannula, attention was then turned onwards the left lube, which in a similar fashion, the essure device was deployed, three coils were seen on that side after removal. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: back pain, vaginal discharge, urinary tract infection, menorrhagia. Quality-safety evaluation of ptc: unable to confirm ptc compliant. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received: the event trichomonas vaginalis added. Lab data added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. B34500-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included abdominal pain, c-section, right lower quadrant pain, endometrial biopsy, dysfunctional uterine bleeding, hypertension, pelvic adhesions, nausea and rectal bleeding. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), emotional distress ("emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection/cystitis"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), uterine haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, emotional distress, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, vaginal discharge, uterine haemorrhage and back pain outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, emotional distress, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2015. Discrepancy was noted as per pfs. Concerning all the injuries reported in this case, the following ones were confirmed in patient's medical record: back pain, vaginal discharge, urinary tract infection, menorrhagia. Quality-safety evaluation of ptc: unable to confirm ptc compliant. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B34500-inv,log905059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and uterine bleeding. Concurrent conditions included abdominal pain, c-section, right lower quadrant pain, endometrial biopsy, dysfunctional uterine bleeding, hypertension, pelvic adhesions, nausea and rectal bleeding. Concomitant products included nsaids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), emotional distress ("emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection/cystitis"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), uterine haemorrhage (seriousness criterion medically significant), back pain ("back pain") and trichomoniasis ("trichomonas vaginalis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, emotional distress, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, vaginal discharge, uterine haemorrhage, back pain and trichomoniasis outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, emotional distress, genital haemorrhage, menorrhagia, pelvic pain, trichomoniasis, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2015 . Discripancy was noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: done. Diagnostic results: in insertion details on (B)(6) 2013: the essure device was inserted into the right tubal ostia first in the usual sterile fashion, seven coils were seen at the end of removal of the cannula, attention was then turned onwards the left lube, which in a similar fashion, the essure device was deployed, three coils were seen on that side after removal. Concerningall the injuries reported in this case,the following ones were confirmed in patient's medical record: back pain, vaginal discharge, urinary tract infection, menorrhagia. Quality-safety evaluation of ptc: unable to confirm ptc compliant. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received :reporter added, lot number added, medical history added. On 28-jan-2020: reporter added from pif. On 24-feb-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. B34500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included abdominal pain, c-section, right lower quadrant pain, endometrial biopsy, dysfunctional uterine bleeding, hypertension, pelvic adhesions, nausea and rectal bleeding. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), emotional distress ("emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection/cystitis"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), uterine haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, emotional distress, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, vaginal discharge, uterine haemorrhage and back pain outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, emotional distress, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2015 . Discripancy was noted as per pfs. Concerningall the injuries reported in this case,the following ones were confirmed in patient's medical record: back pain, vaginal discharge, urinary tract infection, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, dysmenorrhea(cramping), vaginal discharge, abnormal uterine bleeding,back pain. Concomitant and historical conditions were added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34500, log905059-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and uterine bleeding. Concurrent conditions included abdominal pain, c-section, right lower quadrant pain, endometrial biopsy, dysfunctional uterine bleeding, hypertension, pelvic adhesions, nausea and rectal bleeding. Concomitant products included nsaids. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), emotional distress ("emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection/cystitis"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), uterine haemorrhage ("abnormal uterine bleeding"), back pain ("back pain") and trichomoniasis ("trichomonas vaginalis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, emotional distress, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, vaginal discharge, uterine haemorrhage, back pain and trichomoniasis outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, emotional distress, genital haemorrhage, menorrhagia, pelvic pain, trichomoniasis, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6)2015. Discrepancy was noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: done. Diagnostic results: in insertion details on (B)(6)2013: the essure device was inserted into the right tubal ostia first in the usual sterile fashion, seven coils were seen at the end of removal of the cannula, attention was then turned onwards the left lube, which in a similar fashion, the essure device was deployed, three coils were seen on that side after removal. Concerning all the injuries reported in this case,the following ones were confirmed in patient's medical record: back pain, vaginal discharge, urinary tract infection, menorrhagia. The lot number reported b34500 and log905059 is not valid. Quality-safety evaluation of ptc: unable to confirm ptc compliant. Most recent follow-up information incorporated above includes: on 25-jul-2020: update of information (batch is not valid). On 6-jul-2020: pif received : no new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34500,log905059-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and uterine bleeding. Concurrent conditions included abdominal pain, c-section, right lower quadrant pain, endometrial biopsy, dysfunctional uterine bleeding, hypertension, pelvic adhesions, nausea and rectal bleeding. Concomitant products included nsaids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), emotional distress ("emotional distress"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection/cystitis"), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), uterine haemorrhage ("abnormal uterine bleeding"), back pain ("back pain") and trichomoniasis ("trichomonas vaginalis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, emotional distress, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, vaginal discharge, uterine haemorrhage, back pain and trichomoniasis outcome was unknown. The reporter considered back pain, cystitis, depression, dysmenorrhoea, emotional distress, genital haemorrhage, menorrhagia, pelvic pain, trichomoniasis, urinary tract infection, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2015,(B)(6) 2015 . Discripancy was noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: done. Diagnostic results: in insertion details on (B)(6) 2013: the essure device was inserted into the right tubal ostia first in the usual sterile fashion, seven coils were seen at the end of removal of the cannula, attention was then turned onwards the left lube, which in a similar fashion, the essure device was deployed, three coils were seen on that side after removal. Concerningall the injuries reported in this case,the following ones were confirmed in patient's medical record: back pain, vaginal discharge, urinary tract infection, menorrhagia. Lot # b34500 and log905059 are both invalid. Quality-safety evaluation of ptc: unable to confirm ptc compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and emotional distress ("emotional distress"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, depression and emotional distress outcome was unknown. The reporter considered depression, emotional distress, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.